Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 400 mg/dl and a high ketone level. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.